Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Update: 12/19/2012 - pfs and medical records were received from legal. Part/lot information was identified. Records are available for further review. Doi: (B)(6) 2009 (right). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Bilateral patient: litigation papers allege pain and tenderness in his right and left hip and groin and the possibility of future revision surgeries. Update: (B)(6) 2012 - (B)(4) and medical records were received from legal. Part/lot information was identified. Records are available for further review.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.